Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure the device would not release from the tissue. Unknown how the device was removed from the tissue. There was no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended and with no difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.